Event description:
Pt has non-radiopaque catheter implanted, and was to undergo dye study to verify catheter patency. Nurse withdrew baclofen from the pump, but failed to irrigate the pump prior to refill with saline for the dye study. When the bolus was given for the dye study, the pt instead received approx. 400-600 mcg of baclofen intrathecally. Pt experienced some respiratory depression, was given physostigmine at the clinic, then sent to hospital for ICU observation. Pt's symptoms began to subside within seven hours after the event, and pt was discharged 2 days later. Pt has recovered completely from this event, and has returned to pre-event status. Report has been filed after 30-day due date because of inability to obtain any info regarding reported event prior to 30 day deadline. Available info did not indicate a reportable event had occurred. No further info on this device or pt is available from voluntary rptr.